Manufacturer narrative:
Additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag, not its original packaging and in decontaminated conditions; no damage or defects were noted. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that during use, there was a leakage at the filter on the extension set. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.